Manufacturer narrative:
(B)(4). Concomitant medical products: 00840002407, nexel elbow ulnar component, 63040257, 00840009400, articulation kit size 4, 63085698, 00840009000, humeral screw kit 2 humeral screws, 63139663. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02012. Discarded.

Event description:
It was reported that a patient underwent an initial right elbow procedure. Subsequently, the patient was revised due to a periprosthetic ulnar fracture, ulnar nerve neurolysis, and loosening of the humeral component. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of operative notes, which indicated that "the humeral and ulnar components are completely loose and removed by hand. There was significant metallosis and an extensive synovectomy and debridement was then performed in the area of the elbow joint." X-rays indicate periprosthetic lucency. Fracture not confirmed, but not excluded. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.